Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "downloadable software algorithm reduces inappropriate shocks caused by implantable cardioverter-defibrillator lead fractures: a prospective study." Circulation. Oct;122(15):1449-1455.

Event description:
A journal article was reviewed that contained information regarding this lead. It was reported that the lead showed an increase in impedance. No intervention was done at the time of the publication of the article. Further information obtained through company database indicated that approximately eleven months later the lead was capped and replaced. No patient complications have been reported as a result of this event.